Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced wound dehiscence and wound suturing was required to allow for homeostasis which occurred during the implant procedure of leadless implantable pulse generator (ipg). The device implantation was abandoned. No further patient complications have been reported as a result of this event.